Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited a system failure. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found a crack on the case and also a non-OEM top case was noted. During occlusion test and audio test the reported issue was not duplicated. Replaced the speaker and performed preventative maintenance and all functional testing. With no indication of a manufacturing issue, no device history review was conducted. A review of service history found the device had not been in for service in the previous year and no indication of a service issue during the investigation.